Event description:
The pt was revised because of poly wear of the liner.

Manufacturer narrative:
The device associated with this report was not returned. Review the device history records and/or a complaint database search was not possible, as the lot code required was unavailable. Although unavailable for eval, it would not be unreasonable to expect poly material wear after approximately 13 years implanted. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.